Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73c2200217 investigation did not show issues related to the complaint.

Event description:
On (B)(6)2022, during a posterior arthrodesis, it was observed that the staples did not hold the edges of the wound. This issue leads to poor skin healing. No further information provided regarding wound healing.